Manufacturer narrative:
The customer indicated that the device was discarded. The lot number was not identified; therefore, a batch record review could not be performed.

Event description:
Report received of fluid continuing to flow after the cassette was removed from the device. The pt was receiving normal saline at an unspecified rate via an IV pump on the primary line, and an unspecified antibiotic at an unspecified rate on the secondary line. After the antibiotic was infused, the pump was stopped and the tubing was disconnected from the pt's peripheral IV line. It was reported that when the nurse removed the cassette from the pump, and the "white button on the back of the cassette popped open" causing the fluid to continue to flow. There were no reported adverse pt effects. Though requested, no additional info was provided.